Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The last tpn infusion has leaked at the top of the needle. No pt injury.